Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a tibial washout for a bullet wound infection the drive shaft for ria 2 broke at the connecting point of the reamer head. This resulted in the reamer head breaking off completely and warping the reamer shaft. It was not able to be removed from the plastic ensemble of the ria 2. There was a surgical delay of five (5) to ten (10) minutes. The procedure was completed successfully as there were back ups available. This report is for one (1) drive shaft for ria 2 520mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage. Visual inspection: the drive shaft for ria 2 520mm (part # 03.404.035 / lot # h860684) was received at us cq. The very distal tip of the drive shaft¿s auger was deformed/warped and had some nicks. The cross section appears to have warped outward thus rendering the device inoperable. There was no evidence of device breakage, but since the event description described a warped shaft, the overall complaint was confirmed. Device failure/defect identified? Yes; warped distal tip of the shaft. Document/specification review: no design issues were identified. Conclusion: the overall complaint was confirmed for the received drive shaft for ria 2 520mm as the distal tip of the auger was warped/deformed. Although no definitive root-cause can be determined its possible the auger experienced unintended forces during use, the breaking of a reamer head would damage the mating auger. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number:03.404.035, synthes lot number: h860684, supplier lot number: n/a, release to warehouse date: oct 09, 2019 , expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during a tibial washout the surgeon experienced a drive shaft for ria 2 broke at connecting point of the reamer head. This resulting in the reamer head breaking off completely and warping the reamer shaft. They were not able to remove it from the plastic ensemble of the ria 2. There was a very slightly surgical delay of five (5) to ten (10) minutes. Procedure was successfully completed and no problem due to having 2 reamer shafts in the set and another ria 2 in house. The patient underwent tibial washout due to bullet wound infection. The removal of the broken device was done easily and there were no fragments generated. Patient surgery went smooth after initial conflict. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: ria 2 drive shaft l520 (part# 03.404.010, lot# unknown, quantity# 1).